Event description:
I used fixodent from 2001 - early 2009. Here about 4 months ago - I have lightness to the hand and fell several times. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2001 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated ater use stopped: no.